Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 30.1mmol/l. The customer called back to continue troubleshooting and the time, date, basal settings, bolus and alarm history were correct. The manual prime test was performed and the insulin did not exit and the device did not alarm no delivery. The self and displacement test were completed and passed. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.